Event description:
It was reported that following a rotator cuff repair procedure, the pt developed redness, pain, and swelling at the site. The physician re-operated and indicated that the sutures at the incision site were broken down and there was a purulent liquid necrosis infection around the suture.